Manufacturer narrative:
Clinical conclusion: there is a temporal relationship between the patient event of peritonitis and pd therapy on the liberty select cycler with cycler set. There is no documentation in the complaint file to show a causal relationship between peritonitis and the liberty select cycler with cycler set. Based on available information the cause of the peritonitis cannot be confirmed. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformance's, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
Peritoneal dialysis patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) reported that he had been diagnosed with peritonitis. He also stated that he was taking antibiotics (unspecified). Additional information was obtained through medical records. Per a note on the medical records, the patient was actually diagnosed with peritonitis on (B)(6) 2018. The pd effluent culture results were positive for serratia marcescens. It is unknown what treatment the patient was prescribed for the peritonitis event. No additional information was received. The disposition of the patient is unknown.